Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "two years ago I put silicone prostheses on my breasts and this year I discovered through imaging that my left prosthesis is broken". This pr relates to the left side. Device remains implanted.